Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024.

Event description:
It was reported that patients implantable pulse generator (ipg) has reached end of battery life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.